Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.

Event description:
It was reported that during a coronary-drug eluting stenting treatment procedure, stent dislodgement occurred. The 99% stenosed target lesion was located in the calcified and highly tortuous distal right coronary artery (rca). The lesion was pre-dilated with an unspecified coronary balloon to 20 atmospheres. The 3.00x28mm taxus liberte stent delivery system (sds) was advanced on a non-bsc guide wire but unable to cross the lesion. Upon removing the sds severe resistance was felt as the catheter got stuck at the lesion. The sds was removed but the stent became dislodged inside the patient. The stent was located in the distal left circumflex (cx) above the guidewire; it was successfully retrieved with a 4mm snare and removed along with the guide wire. Once the sds was outside the patient, it was noted that the shaft remained in one piece but was stretched. The procedure was completed with a non-bsc device. There were no patient complications and the patient's current condition is listed as "good".